Event description:
It was reported that the patient expired. No further information was given. Review of the data, the device appeared to have functioned normally. However, there were episodes that the device was exhibiting oversensing prior to the patient's death. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Unknown a complete analysis could not be performed due to partial lead returned measuring 13 cm from the connector pin. The damage found was sustained during the surgical procedure. Late due to delay in receiving paperwork.